Event description:
Information received with return of the explanted device notes that the device was found in back-up mode. The patient previously underwent a cardiac operation with exposure to electrocautery. A software download was not successful. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received